Event description:
Report was given an MRI of the right hand for injuries to it. About five minutes before the MRI was done, reporter noticed that both their legs were tingling/stinging where the support wedge pillow came in contact with their calves and it seemed very hot in the room when pt got out of the -enclosed- machine. Pt mentioned the heat in the room to the tech who said it was normal. By that time the stinging was gone. Pt figured that their legs had probably gone to sleep. Within thirty minutes, the stinging was back, and upon looking, pt had a quarter size blister on each calf where they had been in contact with the wedge support. They had the coil on pt's right hand; pt was in the tube with their head out the other side of the MRI machine with a pair of headphone on. Pt was in contact with the tube on their left shoulder to allow room on the table for their hand to lay flat. Pt had taken a shower about thirty minutes before the MRI, and pt doesn't have any metal in their body. Pt contacted the tech in the radiology dept, and she advised pt to go to the ER and pt was given a tetanus shot. After 4 weeks the blisters are not completely healed.